Event description:
Customer's wife reports back to back testing on the same meter while using the advantage sys with results of 400 mg/dl, in the 50's mg/dl and in the 20's mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.